Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported puss filled blisters under the electrodes. The blisters filled with blood, but scabbed over and healed. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use a lotion by a physician. Follow up indicated that the skin irritation is getting better.